Event description:
It was reported that during a coronary drug eluting stenting treatment procedure an arterial dissection occurred. In 2005 the target lesion was described as non-calcified, 90% stenotic, and was located in the tortuous proximal right coronary artery (rca). The lesion had been predilated with two maverick balloons, sizes 2.5 x 15 mm & 3.0 x 15 mm. A taxus express2 3.5 x 32 mm stent was implanted overlapping another taxus express 3.5 x 32 mm stent. A dissection thatn occurred distal to the stented area. The patient was experiencing chest pain during this time. A taxus express2 2.75 x 12 mm stent was attempted to treat the area but was unable to cross the two previously implanted stents event though had been "several dilatations." A liberte 2.75 x 12 mm stent was successful in crossing the area and was successfully deployed. There were no further complications and the patient's condition is descibed as satisfactory/good.